Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery (rfa) with no tortuosity and moderate calcification. The 300cm ht command es guide wire was being removed from the sheath with resistance noted with an unspecific guiding catheter therefore force was applied and was noted separated. Both pieces remained in the sheath. Another .014 command wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the physician removed the guide wire against resistance. It should be noted that per the gw, hi-torque guide wires for pta, instructions for use: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, it was reported that the physician removed the guide wire against resistance, the removal seems to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.